Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer resolved issue by changing infusion set and cartridge.